Event description:
An alice night one sleep diagnostics device as returned to a third party service center for evaluation related to the complaint of xpod wire split open. The device was visually inspected. The service technician reports exposed or split wires on the spo2 cable.